Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. The lead was received with the helix fully retracted and the distal conductor distorted and fractured within the conductor. The distal conductor was over-retracted and fractured in the connector. Electrical testing determined that continuity of the conductors was complete with the exception of the distal conductor (pacing coil connected to the helix), which was distorted and fractured at the connector (overstress). Damage at implant was noted. Primary analysis findings noted no anomalies found.

Event description:
It was reported, during an implant procedure, lead demonstrated impedances >2000ohms during implant in different positions. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.